Event description:
It was reported that revision surgery was performed due to allergic reaction.

Event description:
It was reported that revision surgery was performed due to hip, knee and back pain.